Manufacturer narrative:
E1 - initial reporter address: (B)(6) . Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. Antegrade approach was performed via the v-side peripheral. The 80% stenosed target lesion was located in the mildly tortuous left elbow shunt. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use to treat left elbow shunt stenosis. During the procedure, a guidewire was crossed in the lesion, then this device was inflated in the lesion at 10atm for 50 seconds. However, it was noted that the balloon ruptured during the first inflation. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. Antegrade approach was performed via the v-side peripheral. The 80% stenosed target lesion was located in the mildly tortuous left elbow shunt. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use to treat left elbow shunt stenosis. During the procedure, a guidewire was crossed in the lesion, then this device was inflated in the lesion at 10atm for 50 seconds. However, it was noted that the balloon ruptured during the first inflation. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.